Manufacturer narrative:
Evaluation summary: the sample was received for evaluation. The reported event was not confirmed. Visual and functional inspections found that the error 10 could not be duplicated. Although no failure was found, the battery was replaced, and the software upgraded. The part(s) were replaced as preventative action. All verification tests/calibrations have been completed, ready for use. The investigation found the device to function normally. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device displayed error 010 and there was no reading provided. It was reported that error 010 occurred as low priority alarm and the alarm of pc side of sat-message did not generate, as a result there was a delay to notice the change of patient's condition. It was reported that patient died the following day.